Event description:
Information received with return of the explanted device notes that an ECG showed intermittent pacing spikes and high lead impedance. The patient had sick sinus syndrome so the device was programmed to the aai mode because it was suspected that the ventricular lead had broken. When the lead tested normal during the replacement surgery, the pacer was replaced.~~~~~~